Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 89, 72, 87, 76, 91 and 68 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not reported any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/24/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).